Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached and remained in the pancreatic duct, exposing the tip of the metal corewire. An attempt to retrieve the detached tip was unsuccessful and a stent was implanted in the pancreatic duct for drainage. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the guidewire had some segments of the distal tip coating peeled, exposing the corewire by approximately 3.2 cm. The core wire tip was not exposed. Presence of adhesive remnants were found. The distal tip coating had some straight cuts which were consistent with mechanical cuts caused by other devices or objects. Sanding marks were found on the core wire and the flare had pressure damage. The complaint is not consistent with the returned guidewire since the distal tip was peeled at some segments and the corewire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached and remained in the pancreatic duct, exposing the tip of the metal corewire. An attempt to retrieve the detached tip was unsuccessful and a stent was implanted in the pancreatic duct for drainage. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.